Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and passed. The confirmation of the complaint is not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A probable cause could not be determined. No additional event or patient information is available.